Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited intermittent loss of capture after the patient had undergone an ablation procedure. The device remains implanted and was programmed to a unipolar configuration.